Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 37083-20 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3550-09 lot# l87303, implanted: 2005 (B)(6), product type accessory. (B)(4).

Event description:
It was reported there was a loss of coverage. The patient had been receiving less than 50% therapy relief. It was also noted, there were impedances out of range. Impedances were greater than 10,000. There was no injury or adverse event to the patient. Surgical revision was required. Follow up reported, the device was explanted and replaced. It was noted there was a kink by the anchor. Lead was replaced and coverage is now normal. No further information was reported.